Manufacturer narrative:
Results: evaluation of the returned unit found battery leakage residue inside the battery compartment. The flat contacts and battery springs are corroded due to battery leakage and the aqualert water indicator label shows moisture exposure and battery leakage residue surrounds it. The battery door is missing. The unit powers up when using new batteries and passes all functional tests. Note: instructions for use states: batteries can exploded or leak and cause damage to alarm if installed incorrectly, fully discharged or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. (B)(4).

Event description:
Customer reported that the alarm is broken. Customer was unable to provide add'l info or a date when this was discovered. No pt incident or injury was reported.